Event description:
It was reported that a female pt at a retirement facility activated her lifeline alarm and was talking to an operator when she went into cardiac arrest. While talking to the operator, an ambulance and fly car (with a single paramedic) were dispatched to the scene. The dispatch was at 2:59 am and the ambulance arrived at 3:04 am. The fly car arrived just before them and was performing CPR. The ambulance connected the device to the pt with physio-control quik-combo pads; however, only received a "connect electrodes" prompt. ECG leads, 4-lead, were then connected to the pt and she was observed to be in pea in lead ii. The pt was then transferred to another device approx 3 - 5 mins later, using the same defib pads and 4-lead. The pt was not defibrillated with the second device. The pt was not resuscitated. A clinical review of the reported event determined that the device use did not impact the pt's outcome. ECG showed pulseless electrical activity (pea). Defibrillation was not indicated based on ECG.

Manufacturer narrative:
(B) (4). A physio-control field service rep evaluated the device and verified the reported failure. Physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA (B) (4).